Event description:
It was reported that the catheter could not pace during use. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Examination found that the pacing catheter to have a short condition between the proximal and distal electrodes. There was no visible body damage. A cut down was performed and continuity testing confirmed and the short condition was located in the "y" adapter area.